Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ left side pain/ annoying pain") and genital haemorrhage ("heavy abnormal bleeding") in a 39-year-old female patient who had essure (batch no: 4518652-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal occlusion was performed with coils noted to be placed properly bilaterally, and then at this time, a novasure endometrial ablation was performed", embedded device "the outer could was taken out and had the tube embedded on it" (seriousness criteria medically significant and intervention required) and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida I, parity 1, heavy periods, ovarian cyst and uterine mass. Concurrent conditions included diabetes, migraine, headache, menorrhagia, squamous cell metaplasia, uterine bleeding and hemostasis. Concomitant products included metformin. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") with urticaria, rash and pruritus. In november 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), metal poisoning ("nickel poisoning"), dysgeusia ("the nickel in the essure can be making the milk different"), spider vein ("not my hand but the short time I had essure my face started spider veinin not bad but I notice"), hypersensitivity ("allergic reaction"), inflammation ("nickel for inflammation"), back pain ("back pain"), hypoaesthesia ("numbing feeling"), uterine cervical pain ("cervix feels irritable and get sharp pain"), malaise ("sick"), respiratory tract congestion ("chest congestion nos"), cough ("cough"), retching ("dry heaves") and gastric disorder ("weak stomach"). The patient was treated with morphine hydrochloride (morfin epidural) and surgery (d&c, essure and endometrial ablation, salpingectomy (bilateral removal of ft),oophorectomy (one side remova), hysterectomy partial and salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side removal of ovary). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, allergy to metals, metal poisoning, dysgeusia, spider vein, hypersensitivity, inflammation, back pain, hypoaesthesia, uterine cervical pain, malaise, respiratory tract congestion, cough, retching and gastric disorder outcome was unknown and the abdominal pain and nausea was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cough, dysgeusia, gastric disorder, genital haemorrhage, hypersensitivity, hypoaesthesia, inflammation, malaise, metal poisoning, nausea, pelvic pain, respiratory tract congestion, retching, spider vein, uterine cervical pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per previous follow up: date of removal: on (B)(6) 2014. Plaintiff's left side pucking which she haven't done n awhile. Essure removal date previously reported as on (B)(6) 2014. Patient tolerated the procedure well. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: embedded device, urticaria, nausea, allergy to metals, metal poisoning, rash, dysgeusia, spider vein, pruritus, hypersensitivity, inflammation, back pain, hypoaesthesia, uterine cervical pain, malaise, respiratory tract congestion, cough, retching, gastric disorder, device monitoring procedure not performed, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ left side pain/ annoying pain"), embedded device ("the outer could was taken out and had the tube embedded on it") and genital haemorrhage ("heavy abnormal bleeding") in a 39-year-old female patient who had essure (batch no. 4518652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "essure tubal occlusion was performed with coils noted to be placed properly bilaterally, and then at this time, a novasure endometrial ablation was performed". The patient's medical history included gravida I, parity 1 and heavy periods. Concurrent conditions included diabetes, migraine, headache, menorrhagia, squamous cell metaplasia, uterine bleeding and hemostasis. Concomitant products included metformin. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient experienced allergy to metals ("nickel allergy") with urticaria, rash and pruritus. In (B)(6)2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), metal poisoning ("nickel poisoning"), dysgeusia ("the nickel in the essure can be making the milk different"), spider vein ("not my hand but the short time I had essure my face started spider veinin not bad but I notice"), hypersensitivity ("allergic reaction"), inflammation ("nickel for inflammation"), back pain ("back pain"), hypoaesthesia ("numbing feeling"), uterine cervical pain ("cervix feels irritable and get sharp pain"), malaise ("sick"), respiratory tract congestion ("chest congestion"), cough ("cough"), retching ("dry heaves") and gastric disorder ("weak stomach"). The patient was treated with morphine hydrochloride (morfin epidural) and surgery (d&c, essure and endometrial ablation and salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side removal of ovary),). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, allergy to metals, metal poisoning, dysgeusia, spider vein, hypersensitivity, inflammation, back pain, hypoaesthesia, uterine cervical pain, malaise, respiratory tract congestion, cough, retching and gastric disorder outcome was unknown and the abdominal pain and nausea was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cough, dysgeusia, embedded device, gastric disorder, genital haemorrhage, hypersensitivity, hypoaesthesia, inflammation, malaise, metal poisoning, nausea, pelvic pain, respiratory tract congestion, retching, spider vein, uterine cervical pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per previous follow up: date of removal: (B)(6)2014. Plaintiff's left side puking which she haven't done n awhile. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: embedded device, urticaria, nausea, allergy to metals, metal poisoning, rash, dysgeusia, spider vein, pruritus, hypersensitivity, inflammation, back pain, hypoaesthesia, uterine cervical pain, malaise, respiratory tract congestion, cough, retching, gastric disorder, device monitoring procedure not performed, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jan-2019: plaintiff fact sheet and medical record received. Even added: the outer could was taken out and had the tube embedded on it, hives/ breaking out in hives/ hives well last my stomach and chest was covered finally went away a couple hrs then my arms go crazy itching small hives then n morning my back go crazy and just covered with hives, nausea, nickel allergy, nickel poisoning, rash, the nickel in the essure can be making the milk different, not my hand but the short time I had essure my face started spider vein in not bad but I notice, itchy, allergic reaction, nickel for inflammation, back pain, numbing feeling, cervix feels irritable and get sharp pain, sick, chest congestion, cough, dry heaves, weak stomach, she did not undergo essure confirmation test, essure tubal occlusion was performed with coils noted to be placed properly bilaterally, and then at this time, a novasure endometrial ablation was performed. Event outcome was updated for the event: nausea, pelvic pain, abdominal pain. Lot no. Was added. Surgery endometrial ablation was added to the event genital bleeding. Concomitant drugs and conditions were added. Historical conditions were added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.